Event description:
It was reported that the health care professional (hcp) requested a review as the a red alert was noted for high out of range pacing impedance measurements on this right ventricular (rv) lead. Technical services (ts) reviewed the device data and noted an automatic lead safety switch (lss) for pacing impedance measurements greater than 3000 ohms. Ts recommended to perform lead evaluations testing and reprograming options. No adverse patient effects were reported. This rv lead remains in service.